Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with infection underneath sensor pod area, which occurred 9 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient went to the hospital and there they prescribed oral antibiotic (moxifloxacin 400 mg once a day for 10 days). At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.